Event description:
Patient PICC [peripherally inserted central catheter] line was leaking when rechecked during morning labs which led to blood-soaked linens and a dressing that was halfway off. After investigating, it was found that the red line was leaking specifically. However, blina, a chemotherapy drug was running in one of the other lines that could have easily began to leak, which could have led to harm to the patient.